Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anoamly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow-up, device could not be interrogated. Patient was asymptomatic. Two programmers were attempted to interrogate device but was unsuccessful. It was noted that the patient underwent an MRI unrelated to device, two weeks prior. Device was explanted and replaced. There were no patient complications from procedure.